Event description:
Received a letter that was sent to sales rep. From dr. Dated 02/02, and there was a two-piece prosthesis taped to the envelope; the part/lot is not provided. The letter states, "a patient had a left tympanoplasty/mastoidectomy in october. Pt has extruded the top half of their porp. I suspect the stalk of the prosthesis remains in pt's middle ear, and this will require revison surgery."